Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7108210. UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7116036. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted device will not be returned.